Event description:
It was reported that an alarm "46446 5 421 687 13 1" occurred. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was received. Functional testing was unable to duplicate the complaint, and no issues were found. The event history log did confirm the reported error. Device analysis was unable to determine the exact cause, however the most probable cause was the main board. Replaced the main board and the device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.